Event description:
A medtronic representative reported that, while in a spine procedure, a site open spine clamp was tightened so hard, using a driver, that it could not be secured tight enough onto the spinous process. The surgeon continued the procedure using a different instrument, a thoracic clamp. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided. The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the attachment screw threads were stripped in the middle of the travel with debris in the threads. The retainer ring at the tip of the screw was stretched allowing some play in the clamp face. The head of the screw was normal. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue.

Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.